Event description:
It was further noted that the patient experienced the same symptoms as before with telemetry issues. It was noted during change out the patient went asystolic for several seconds when attaching analyzer cables. The ipg was explanted and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an inconclusive result for an integrated circuit. Hybrid analysis revealed that the reported no-output and no-telemetry failure mode was confirmed when the device was programmed into MRI safe mode and were caused by a low dhvdd which caused the msic to generate a poresetn signal putting the device into a por loop. The failure conditions followed the scsp but could not be isolated to a specific ic. There was no bent anode issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full power on reset occurred. Analysis of the device memory had an observation relating to pacing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced bradycardia. On interrogation, it was found that the implantable pulse generator (ipg) stopped pacing after it was programmed into magnetic resonance imaging (MRI) compatibility mode. Electrocardiogram (ECG) on magnet application showed no pacing and when interrogation was attempted unsuccessfully with ECG telemetry using the mobile programmer and a legacy programmer a pop up message was displayed indicating that a full power on reset (por) had occurred on the ipg. It was also reported that the ipg exhibited a telemetry problem and could not be interrogated. Approximately one hour later pacing returned at programmed rate for MRI compatibility and re-interrogation confirmed device reset. The MRI compatibility mode was then programmed off and initial settings were confirmed. The ipg was reprogrammed and remains in use. The mobile programmer and legacy programmer remain in use. No further patient complications have been reported as a result of this event.